Manufacturer narrative:
(B)(4). The customer returned one opened psi sheath and dilator for evaluation. The reported foreign material was also returned in a gauze. Visual examination revealed the dilator hub had a piece chipped off. Microscopic analysis of the foreign material revealed it was a bluish color and appeared to be the missing chipped off piece from the dilator hub. A tappi chart was used to estimate the size of the foreign material. It appears that the size of the foreign material is approximately 2-2.5 millimeters squared. Manufacturing was consulted. It appears the foreign material was a result of the manufacturing process from either the extrusion process of the light blue resin for the dilator body, or during manufacturing process of the dilator (tipping process). A device history record review was performed with no relevant findings. The reported complaint of foreign material was confirmed upon investigation of the returned sample. The reported foreign material was returned. The foreign material revealed it was a bluish color and appeared to be a piece that was broken off from the dilator hub. It appears the foreign material was a result of the manufacturing process from either the extrusion process of the light blue resin for the dilator body, or during manufacturing process of the dilator (tipping process). A nonconformance request was initiated to further investigate this issue.

Event description:
It was reported that some foreign material was found in the sheath during use. Therefore, the kit was replaced with a new one. It is unknown what the foreign material was. No patient harm or injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that some foreign material was found in the sheath during use. Therefore, the kit was replaced with a new one. It is unknown what the foreign material was. No patient harm or injury reported. The patient's condition is reported as fine.